Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via (B)(4). The ventricular lead exhibited noise resulting in high ventricular rate episodes. The device was reprogrammed and the patient remained in stable condition.

Event description:
New information on (B)(6) 2018 stated that on (B)(6) 2015, the patient was brought into clinic. Noise was reproducible via isometric testing in both bipolar and unipolar configurations. On (B)(6) 2018, patient presented for lead revision. During procedure, excess tissue was removed and no further noise was noted. All electrical measurements were in range and the lead remained implanted. The patient was in stable condition.